Event description:
It was reported that sample leaked from cap after collection with 100 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: sample leakage from tube in pneumatic chute and cap of the vacutainer could not be properly fixed post sample collection.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sample leaked from cap after collection with 100 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: sample leakage from tube in pneumatic chute and cap of the vacutainer could not be properly fixed post sample collection.